Manufacturer narrative:
The lens was returned dry in the vial enclosed in a biohazard bag. The cap was on the vial but the bung was absent. The outer pouch, instructions for use, label set and ID card were also absent from the outer box. The lens was hydrated and a visual inspection was performed at x30 magnification using a stereoscopic microscope. Two very small marks (cuts) were seen on the haptic and optic of the lens. No foreign material was seen on the lens or in the vial and no further damage was seen on the lens. A dimension check was carried out and the results indicated that the lens was made according to manufacturing specification. A full audit of all batch documentation relating to the production of the lens was performed. The audit concluded that all procedures in manufacturing and packaging of the lens had been conducted correctly. Batch reconciliation was 100.0%. Based on the assessment of our batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the lens were conducted correctly. Based on the investigation, the two very small marks seen on the lens appeared to have been possibly made during incorrect handling of the device. There was no evidence to suggest that any aspect of the lens was responsible for the surgical complication reported. Additionally, lenstec believes that the lens, its design and the manufacturing process are not at fault due to the extensive testing that we have performed on this model. Additionally, after discussion the implanting physician indicates that the iol and insertion devices were not associated with the occurrence.

Manufacturer narrative:
The lens was returned dry in the vial enclosed in a biohazard bag. The cap was on the vial but the bung was absent. The outer pouch, instructions for use, label set and ID card were also absent from the outer box. The lens was hydrated and a visual inspection was performed at x30 magnification using a stereoscopic microscope. Two very small marks (cuts) were seen on the haptic and optic of the lens. No foreign material was seen on the lens or in the vial and no further damage was seen on the lens. A dimension check was carried out and the results indicated that the lens was made according to manufacturing specification. A full audit of all batch documentation relating to the production of the lens was performed. The audit concluded that all procedures in manufacturing and packaging of the lens had been conducted correctly. Batch reconciliation was 100.0%. Based on the assessment of our batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the lens were conducted correctly. Based on the investigation, the two very small marks seen on the lens appeared to have been possibly made during incorrect handling of the device. There was no evidence to suggest that any aspect of the lens was responsible for the surgical complication reported. Additionally, lenstec believes that the lens, its design and the manufacturing process are not at fault due to the extensive testing that we have performed on this model.

Event description:
Softec hd was implanted and explanted due to a capsular break. It was reported that the incision was enlarged to remove iol and no patient injury reported. Surgeon inserted another lens into sulcus. Lens was returned and a subsequent investigation has been completed.